Event description:
Surgeon was drilling for the 6.5 screw and on his way out the drill bit shattered inside around the guide wire. It is possible that it may have touched another screw that was already placed. Most of the broken fragments were recovered but it is believed that a few fragments may be left behind inside the pt.

Manufacturer narrative:
After checking the returned piece, it is most likely that fragments remained in the pt. Aap will send the returned drill to an external laboratory for further eval. With regard to the drill failure statistics, it seems that this is not product related problem.